Event description:
Procedure: bariatric procedure. According to the reporter: the surgeon reports that the pt experienced a post operative wound infection following the use of the orvil product. The pt underwent an incision and drainage procedure postoperatively to treat the wound infection. The pt was readmitted to the hospital.

Manufacturer narrative:
(B)(4).